Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the keypad buttons were unresponsive when the patient attempted to perform a battery change. This complaint is being reported because the reported issue remained unresolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: the keypad was intact with no peeling. The keypad complaint could not be adequately investigated due to internal moisture damage. No contamination was found when the keypad was removed. Unrelated to the keypad complained, the pump powered on with an audible tone and vibration. The pump did have a blank display due to internal moisture damage. The battery compartment was cracked with evidence of moisture contamination on the underside of the battery cap. The leak test did result in a leak at the battery compartment crack. There was evidence of additional moisture damage observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).